Event description:
During surgery the clips were not fully closing. There was no harm to patient; we used another device which functioned fine. Manufacturer response for multiple clip applier, (brand not provided) (per site reporter): notified sales rep; unknown response as of date of report.